Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient experienced ineffective stimulation after patient had a traumatic fall experience. Upon lead examination high impedance and visible fractures were observed. Lead was explanted, and a new lead was implanted. There were no complications during the procedure and effective therapy was restored post procedure. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.